Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during ask surgery chippings came off of the milling machine without any force and got into the patient. The chipping pieces have been flushed from the patient right away. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a file which was used for removal. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500fot (laser marked with component batch 47681933) was received for investigation. Using micro-vu ID: 654, fragmentation was visualized along the left edge of the outer tube hood. The metal shavings produced during this event were not returned for analysis. No other visual abnormalities were observed. Material analysis determined that the ar-8500fot met all as-received specifications. This event is most likely the result of prying/leveraging the device against bone and/or hard tissue during use.